Event description:
A health care professional reported that cassette failed to perform irrigation & aspiration functionsduring cataract surgery (without intraocular lens implant). The surgery was completed on same day by replacing the product with another. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).